Event description:
Customer reported the pca tubing cracked and leaked. The tubing was hung the previous day, the pt was not ablating. No pt harm or medical intervention occurred .no further pt /event info was reported.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the devices be received for eval.